Event description:
The customer reported obtaining poor precision for the potassium (k) assay involving the beckman coulter au480 clinical chemistry analyzer. The customer reported obtaining an original k result of 3.1 mmol/l for one (1) patient sample. Subsequent repeat of the patient sample on an alternate analyzer produced a k result of 4.0 mmol/l. The erroneous result was reported out of the laboratory and the customer issued a corrected report. The customer stated that there was no change or effect to patient treatment in connection with this event. Beckman coulter review of the supplied calibration and quality control (qc) data determined that there was a decrease in the calibration slope recovery on the date of the event. Qc results showed a matching decrease in recovery but results were still within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the ion selective electrode (ise) system and discovered a defective reference valve. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to a defective reference valve.